Manufacturer narrative:
Product event summary: the data files and 2af283 balloon catheter with lot 55258 were returned and analyzed. The data files showed multiple system notices 50005 (a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection) and 50006 (a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled) were received on the date of the event. Visual inspection of the balloon catheter showed traces of blood inside the catheter balloon segment and coaxial connector. Smart chip verification indicated the catheter was used for three injections on the date of the event. The balloon catheter was connected to the console and system notice #50005 was received immediately. Further catheter dissection showed blood inside the handle and pressure testing showed the guide wire lumen was kinked, twisted, and breached at approximately 0.825 inches from the tip under the balloon segment. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink, twist, and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.